Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that the up, down and ok buttons were under responsive to user presses. It was also noted that there was moisture within. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/27/2017 with the following findings: during investigation, the keypad cover was intact; no damage was observed. The keypad cover was removed and no contamination was found under the button contacts; no defects were observed. There was moisture visible in the display. A leak test revealed leaks at the display lens. The pump was unable to power on due to moisture damage, therefore, the keypad response issue was not able to be tested. The pump was opened and there was moisture damage found on the printed circuit board. The complaint of a keypad button response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.